Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic, during interrogation the pulse generator exhibited a diagnostics anomaly. No intervention or additional information was available.